Event description:
The patient alleged the 5-year-old irc10lxo2 concentrator was giving a yellow low o2 alarm and smelled like smoke. The patient had no backup oxygen so was transferred to the hospital by ems until the issue could be resolved. No additional information was provided. Attempts were made to obtain further information without success.

Manufacturer narrative:
This report is being filed in an abundance of caution. It is unknown if the patient required transport to the hospital due to distress or as a precautionary measure due to the patient did not having backup oxygen at home. Attempts were made to obtain further information without success. The user manual states; the invacare platinum concentrator is used by patients with respiratory disorders who require supplemental oxygen. The device is not intended to sustain or support life. "Danger! Risk of injury or death while invacare strives to produce the best oxygen concentrator in the market today, this oxygen concentrator can fail to produce oxygen due to power failure or device malfunction. ¿ always have a backup source of oxygen readily available. ¿ in the event the concentrator fails to produce oxygen, the concentrator will briefly alarm signaling the patient to switch to their backup source of oxygen. Refer to troubleshooting for more detail." Yellow light ( )- call supplier immediately. You may continue to use the concentrator unless instructed otherwise by your supplier. Be certain that backup oxygen is nearby. If additional information becomes available a follow-up will be filed.